Event description:
The patient experienced dizziness, lethargy, and a change in his gait. The symptoms occurred during the middle of a severe thunder and lightening storm and lasted about 10 minutes. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report #3004209178201105128.

Manufacturer narrative:
(B)(4).